Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump display went blank. The insulin pump was not bumped, dropped, or exposed to moisture. There was no relevant damage or corrosion noted. The customer was advised to insert a new battery and the display did not return. After cleaning the battery cap contacts, display did not return. The customer was advised to discontinue use and revert to a back-up plan. His blood glucose was 131 mg/dl. Nothing further was reported.